Event description:
On (B)(6) 2011, a helix acp plate was implanted with helix-screws as fixation for two level cervical c3-c5 fusion treatment on a (B)(6) male. During follow up on (B)(6) 2011, patient had symptoms of left arm weakness, neck pain, upper extremity numbness, shoulder pain, muscle spasms and tingling. Cervical spine 3- view notes right c3 vertebral body screw has backed out by 7 mm. The screw head projects to the posterior margin of the air way. Pt MRI on (B)(6) 2012, shows pseudoarthrosis failure of fusion c3-4/5 with halo in screw below and subluxation of c5 on c6 with anterior listhesis of c5 on c6 sever degeneration c6-c7 and stenosis.

Manufacturer narrative:
(B)(4). The helix-screw has not been returned for investigation. Request for films and device has been made. Pt factors contributing to the failure are: subsidence, pseudoarthrosis failure of fusion and the osteolysis in the proximity of the screw. Product labeling indicates "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, and vascular or visceral injury."